Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint of leakage could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed on material mpxt5302-c because the lot number is unknown. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined.

Event description:
It was reported that bd maxguard pressure rated extension set was leaking the following information was received by the initial reporter with the following verbatim it was reported by customer that the leakage occurred between the maxzero connector and the j-loop extension set during a power injection in CT.